Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the correct date of event. The date of event was initially reported as (B)(6) 2015. The date of event for this complaint is (B)(6) 2015.

Manufacturer narrative:
This report is being submitted as follow up number 2 to provide a correction to the date the actual device was received by the manufacturing facility.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies in the visual appearance. The actual sample, after the blood pathway having been rinsed with saline solution, was subjected to another visual inspection. The formation of red thrombus was noted all over the oxygenator module. The actual sample was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. The formation of red thrombus was found all over the filter. The filter was removed and both sides were subjected to visual inspection. The adhesion of red thrombus was also noted on the inner surface. The oxygenator module was subjected to visual inspection. The fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. The significant formation of red thrombus was found on the layer after 14mm of the fiber layer had been removed. The outer cylinder was removed and inside the heat exchanger module was subjected to visual and magnifying inspections. Red thrombus was found to have been formed in it, clogging the blood pathway. A review of the device history record of the involved product code lot # combination confirmed that there no production related problems. A search of the complaint file found one other report of this nature with the involved product/lot# combination from the same facility. The report number is 9681834-2015-00129. Although the exact cause cannot be determined based upon the available information, it is likely that there may have been some changes in the patient's blood property due to some factor(s), where blood corpuscle components, such as blood platelet, may have become prone to get aggregated. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: (1) do not reduce heparin during circulation. Otherwise, blood clotting might occur; and (2) adequate heparinization of the blood is required to prevent it from clotting in the system. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported pressure increase in the capiox fx15 device. Follow up communication from the user facility reported the following information: (1) within 5 minutes after the initiation of the circulation, the pressure in front of the oxygenator inlet port rose to approx. 450mmhg; (2) blood would no longer flow into the oxygenator module; (3) the actual sample was changed out; (4) at this moment, the platelet count was found to have been decreased to 80000 from 200000; (5) there was no administration of sodium bicarbonate aqueous into the prime or no o2 gas application; and (6) the procedure was completed successfully.